Event description:
It was reported that a wire that was damaged occurred. The sensor was inserted into the arm on (B)(6) 2024 . Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).